Event description:
Hcp reports pt presented in 2005 with signs of infection at the ipg pocket site, including fever, redness, swelling, drainage, pain and incisional wound opening. A culture was obtained which produced mrsa growth. The pt was treated with both IV and oral antibiotics and underwent a total device system explant. The hcp reports the infection has resolved. Diabetes was listed as a risk factor for this pt. The device was explanted but has not been returned to the MFR for analysis. A follow up report will be sent if additional info is received.